Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the cannula dislodged from the patient's arm causing their blood glucose (bg) levels to rise to 400 mg/dl. The pod was worn for 36 to 48 hours on the arm before the issue was realized. Patient went to the hospital where they were treated with insulin to lower the blood glucose levels.